Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced fluctuating blood glucose with two recent episodes consistent with device-driven overcorrection shortly after the user announced meals while trending toward low glucose near 70 mg/dl. Symptoms included low glucose trends with subsequent corrective insulin delivery. Outcomes included resolution with glucose returning to range at the time of contact and user education on appropriate meal announcement timing. Investigation included review of synchronized device logs and a troubleshooting and education session. Investigation of this case revealed meal announcements during downward glucose trends likely prompted algorithmic insulin responses that contributed to overcorrection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction and timing of meal announcements were the most probable contributors, with recommendation to coordinate with the trainer and healthcare provider for further education.